Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided arthroscopic video shows that t2 was not deployed. The root cause of the reported event could not be determined. Factors that may have contributed to the reported event include an application of unintended stress to the needle, causing the actuator to disengage with the deployment knob. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: case(B)(4).

Event description:
It was reported that during an acl, the fast-fix 360 first stitch fired successfully, but the second stitch needle did not carry the t-implant. The procedure was completed with non-significant surgical delay using a s+n back up device. No further complications were reported.